Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed, stapler was received with remaining staples; staples in good condition, however staples were observed slightly separated. During visual inspection the components looked well assembled; without damage, no stuck staples in the tip of the cartridge, stapler has embedded residues in cartridge & in addition was observed fluids fat. Failure mode stuck in stapler was not confirmed with samples received during visual inspection. Sample received did not confirm the defect reported by the customer stuck in stapler during visual inspection. An alternate condition was found in the device; staples slightly separated. A functional inspection was performed with remaining staples; a total of 6 staples were released, however during testing it was observed that staples had difficulty advancing (glued) this condition is due to the sample was received with embedded residues & with fluids fat; root cause is considered unknown. Despite the condition, staples were released. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: when closing the incision the stapler did not work despite the fact that it was loaded. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). Lot number provided (lot #: 31e1500253) does not match the lots nomenclature from the manufacturer therefore, the device history review could not be performed. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when closing the incision the stapler did not work despite the fact that it was loaded. The patient's condition was reported as unknown.